Event description:
Cut hand [laceration]. Syringe broke during [syringe issue]. Case description: spontaneous report was received on (B)(6) 2012 from a physician (male pt), initials (B)(6)(age not reported) via a sales rep. The medical history of the pt was not provided. On an unspecified date, while administering synvisc-one (hylan g-f 20) injection, the syringe broke in the physician's hand and cut his hand in a couple of places. The synvisc-one lot number was not provided. It was reported that the physician did not received a box to send the syringes back and was asking for replacement of the three broken syringes. The events were assessed as medically significant. No action was taken with synvisc-one. The outcome for the event of cut hand was not provided. Concomitant medications were not provided. The intensity of the event of cut hand was not provided. The relationship between synvisc-one and both the events was not provided by the reporting physician.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.